Event description:
During a lumbar epidural under monitored sedation the pain management physician attempted to reposition the tuchy catheter under flouro at which point the catheter broke in two pieces. Both pieces were successfully removed under fluoro and the procedure was aborted. Patient was given antibiotics prior to leaving the operating room.